Event description:
According to the reporter, during a neck tumor resection, at the time of thin membrane incision, there was insufficient sealing. Energy output and sealing completion sound were confirmed. There was no re-grasp alert. Several good seals were completed before the problem occurred. The patient had a few amounts of bleeding after dissection with a knife. Blood transfusion was not necessary, and there was no medical/surgical intervention to stop the bleeding. The jaw region was in a clean condition, and it was cleaned every time it got dirty. Another vessel sealing device was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a neck tumor resection procedure, when a thin membrane was incised, sealing was insufficient (energy output and sealing completion sound were confirmed). There was no re-grasp alert. Several good seals were completed before the problem occurred. The patient had a few amounts of bleeding after dissection with a knife. Blood transfusion was not necessary, and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding. The jaw region was in a clean condition, and it was cleaned every time it got dirty. Another device was used with the same generator and it worked fine.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and street 1), d4 (UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found minor seal plate damage. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was plugged in and detected by both generators. The device was activated multiple times on a saline-soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. No electrical or wiring issues were found. It was reported that the device stopped working and a partial seal occurred. The reported issues were not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: seal plate damage. The product analysis noted evidence that the device was not used as intended. Damage to the seal plate(s) is consistent with the user inadvertently closing jaws on a hard/metallic object. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.